Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in a ureteroscopy procedure. The patient was reported to be male. (Patient identifier, age, date of birth, and weight unknown). According to the complainant, after the device was successfully inserted into the scope and initially opened without difficulties, the device got stuck in the open position when attempting to capture the stone. The physician had to break the basket to be able to remove it from the scope. How the basket was broken and the procedure outcome is unknown. There were no patient complications, however, the patient's current condition is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in a ureteroscopy procedure. The patient was reported to be male. (Patient identifier, age, date of birth, and weight unknown). According to the complainant, after the device was successfully inserted into the scope and initially opened without difficulties, the device got stuck in the open position when attempting to capture the stone. The physician had to break the basket to be able to remove it from the scope. How the basket was broken and the procedure outcome is unknown. There were no patient complications, however, the patient's current condition is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned gemini stone retrieval basket revealed the basket was detached from the wire sub-assembly at the splice cannula approximately 91.1cm from the proximal end of the handle cannula. The outer sheath was removed from the handle and the wire sub-assembly was removed from the handle and sheath. The basket and all basket wires were present and attached, however, two of the wires were detached from the distal tip. The basket wires were bent/kinked and the wire sub-assembly was severely kinked on the distal side of the splice cannula. The proximal end of the detached wire sub-assembly was kinked on the proximal side of the broken splice cannula. All evidence indicates that the handle cannula was properly placed within the pinch vise; impressions are in the pinch vise to indicate proper placement, and the proximal end of the handle cannula is compressed. A functional evaluation could not be performed due to the detachment of the handle cannula. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. It was not possible to discern which defects were caused by the operational/anatomical aspects of the procedure and which were caused while the physician broke the basket to remove it from the scope. Therefore, the most probable root for this complaint is undeterminable.